Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, however disk data was not yet available. This investigation will be updated when further information is provided. This pacemaker remains in-service. No adverse patient effects were reported.